Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and plugging it into a wall outlet. Despite the charging issue, there was no adverse impact to the customer's blood glucose level. Although the pump was out of warranty, technical support decided to replace it. Customer's pump was still functional with 70% battery, and a new pump and kit were arranged as a gesture of goodwill. No additional information was provided.